Manufacturer narrative:
Isi has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: it seems as though the distal end of the main tube has broken and the distal clevis has detached as a result. A review of the instrument log was performed. Per the review, the following was confirmed: device material, lot#/serial #, and event date. The instrument was last used on 12-jan-2022 on system sk1784. The instrument had 1 use remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument broke during a da vinci assisted procedure. It is unknown if a fragment fell into the patient and if the fragment was retrieved. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a cable broke off the maryland bipolar forceps instrument. The instrument could not be removed from the trocar. The instrument and trocar were removed together by the surgeon. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 27-jan-2022 and 7-feb-2022 and obtained the following additional information: the procedure was completed with a backup instrument. Although they did not think that any fragment fell inside the patient, the surgeon searched for fragments, but did not find any. No post-operative tests were performed to check for remaining fragments. The patient did not experience any intra-operative or post-operative complications. The patient had normal recovery. The site was able to remove the instrument from the trocar and the instrument has already been sent back to isi.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6 and h10. D11- intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. There were no signs of insulation or thermal damage. Although the conductor wire was broken, no cables showed any signs of fraying or breakage. The root cause of this failure is attributed to a component failure. Additionally, the instrument was found to have the main tube broken. Pieces measuring roughly 0.238¿ ¿ 0.321¿ were not returned with the instrument. The housing was removed from the back end and no damage was found. The root cause of broken main tube was attributed to mishandling.

Event description:
Refer to h10/h11 for follow-up information.